Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products, device manufacture date. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Evaluation: sample was received and evaluated. Failure mode reported "plates don't close properly" which can be caused by tie too long. During sample evaluation the plate was able to be opened and closed without any issue. Tie strap did not interfere on the correct function of the locking mechanism. Sample was received and evaluated.and no damaged/broken components that could relate to the defect reported by customer could be observed. Sample was found in good condition. Defect is not duplicated since plate was able to be opened and closes without any issue. Defect reported by customer was not replicated. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/25/2020.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used with a drain. The reservoir could not be locked after 3 times collecting exudate in the ward. Further details are not provided. There were no adverse consequences to the patient.